Manufacturer narrative:
Additional information b5. Medtronic received information that prior to use of a bio-medicus nextgen femoral bi-caval venous cannula, there was an alleged product issue involving a crack on the cannula. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that during the process of intubation surgery, when switching to extra-corporeal membrane oxygenation (ECMO), the issue was observed when preparing and opening the package to use it. The packaging was not damaged. Medtronic received additional information that the patient underwent coronary artery bypass grafting in the operating room. It was found that part of the connecting tube was cracked. The customer stopped preparing the device. It would relatively increase the risk of the procedure. B2.3 date of event: this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of a bio-medicus nextgen femoral bi-caval venous cannula, there was an alleged product issue involving a crack on the cannula. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that during the process of intubation surgery, a crack was observed in the cannula after unpacking. The packaging was not damaged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.